Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: review of the black box data revealed the last basal delivery occurred on (B)(6) 2013 at 14:19 and the last delivered bolus was an 11.90 unit bolus on (B)(6) 2013 at 11:54. The users programmed basal rates were correctly reflected in the daily insulin delivery totals. The alarm history showed only typical usage and there were no alarms related to the complaint. The pump was exercised for 29 hours without issue; the pump found to be delivering accurately and within required specifications. No alarms occurred during testing. No malfunction or anomaly of the pump was found as a result of product investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis. The reporter indicated waking up in the morning with a blood glucose of 64 mg/dl; the reporter indicated that by 4 pm of that day, blood glucose levels were up to 509 mg/dl and blood glucose levels were not going below the mid 400¿s mg/dl range. The reporter indicated going to the hospital later that evening in diabetic ketoacidosis with vomiting. The reporter indicated being treated with intravenous insulin and fluids and blood glucose levels resolved to 149 mg/dl. The reporter indicated that when the pump was resumed the blood glucose levels elevated back to 430 mg/dl. The reporter confirmed that there were no inadvertent suspends in the pump history. This report is made based on the allegation of a hospitalization for diabetic ketoacidosis associated with an implication of a potential pump delivery issue.